Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.3, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include redness/swelling at the infusion site (arm), nausea, fast heartbeat, fatigue, and difficulty walking. The patient was treated with intravenous fluids. The patient tested negative for ketoacidosis and was released later that night on (B)(6) 2026. The pod was removed at the hospital and discarded.